Manufacturer narrative:
Concomitant medical products: product ID 3777-75 , serial# (B)(6), implanted: (B)(6) 2010, product type lead product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2010, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the ¿out range impedances¿ that were measured with electrodes 0, 1, 2, 3, 8, 9, 10, and 11 were ¿almost low impedance¿ and that ¿the # 0 and # 8 electrode showed high impedance.¿ it was noted these impedances were measured with two different implantable neurostimulators (inss) a 37702 and 97715 ins. When measured with the 37702 ins, ¿only the # 0 and the # 8 electrodes had abnormal impedance¿ and that when measured with the 97715 ins, ¿the # 0- # 3 and # 8- # 11 electrodes had abnormal impedance.¿ there was however ¿no difference¿ in the impedance readings themselves and instead it was noted the 97715 ins range of impedances considered abnormal ¿was wider than that of the conventional (37702) device.¿ it was stated that for the 37702 ins, "less than 50ohms, greater than 10000ohms (at the time of 0.7v measurement)" was shown as anabnormal impedance value, but for the 97715 ins, if the impedance was low, a caution mark was displayed with "less than 300-400ohms". No actions had been taken at the time of follow-up; the patient was programmed to receive stimulation from the electrodes that were available at that time. The stimulation adjustment was followed by the hospital staff and there had been ¿no subsequent report of problem¿ received at the time of follow-up. There remained no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the 37702 ins was explanted and replaced with the 97715 ins due to an early replacement request by the patient. The patient requested the replacement ¿because it was difficult to take leave for surgery and hospitalization due to covid-19.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3777-75, serial# (B)(6), implanted: (B)(6) 2010, product type: lead; product ID: 3777-75, serial# (B)(6), implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that an impedance check was performed and found that electrodes 0, 1, 2, 3, 8, 9, 10, and 11 were out of range. Impedance testing was performed several times, but the ¿result didn¿t change.¿ x-ray imaging was performed and found that ¿electrode 0 was in a different place from the lead and seemed to be damaged.¿ additionally, it was noted that electrode 8 could not be judged if it was damaged because it was at the same level as the other lead. It was noted the patient had used diathermy in the past; however, no direct allegations regarding the therapy were made. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6)2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: [(B)(4)], ubd: asku, UDI#: asku. The reported electrode issue afflicted only one of the patient¿s two implanted leads. The specific lead identity is unknown at this time. The lead serial number is one of (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the tip (#0 electrode) of one of the patient¿s two implanted leads had ¿peeled off.¿ x-ray imaging was performed of the patient¿s neck on (B)(6) 2020 in order to diagnose the issue. It was noted that movement of the neck may have led or contributed to the issue. The issue remained unresolved at the time of report. No surgical interventions had been performed at the time of report; however, it was unknown whether any were planned. The intractable chronic pain patient was to follow-up with the physician and a manufacturer representative at a later date. No further complications were reported or anticipated.